Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received identified that surgical intervention was undertaken on (B)(6) 2021, wherein one of the lead was repositioned. Effective therapy was restored post operatively

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 3006705815-2021-04888. It was reported that patient experienced ineffective therapy. Imaging studies show that one of the lead had migrated. Surgical intervention may take place to address the issue. It¿s unknown which lead migrated, and both are being reported.